Event description:
As reported by the fcs, the patient was evaluated for stenosis, approximately 2 years and 8 months post-implant of a 23mm sapien 3 (s3) ultra valve within a 26 mm medtronic corevalve. An additional transfemoral transcatheter aortic valve replacement procedure was performed, implanting a 23mm sapien 3 ultra resilia valve. Per follow-up, upon explanting the s3 valve from inside the 26mm non-edwards valve, the leaflets were hard and immobile. Per the medical record, the valve was degenerated and calcified. The anterior most leaflet were heavily calcified and fixed with reduced mobility of the other two leaflets. Systolic mean doppler gradient 42 mm hg. There was no prosthetic or periprosthetic regurgitation. The patient was symptomatic with dyspnea. The patient had a successful tavr explant with replacement of 23 mm sapien 3 ultra resilia tavr valve via open sternotomy procedure.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental manufacturer report is being submitted, due to the receipt of additional information. B4, g3, g6 and h2 have been updated. H11 is corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. In this case, calcification structural valve deterioration was confirmed, based on the medical record. The available information suggests patient factors (chronic kidney disease) likely contributed to the reported event, as noted in the provided medical record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. An article was discovered that discusses the events of this report: bcharah g, zhuang j, farina jm, jenkins ja, sell-dottin ka. Tav-in-tav explant through surgical resection of prosthetic valve leaflets under direct vision: surplus+. Methodist debakey cardiovascular journal. 2025;21(1):20-24. Doi:10.14797/mdcvj.1521.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. In this case, calcification structural valve deterioration was confirmed, based on the medical record. The available information suggests patient factors (ckd) likely contributed to the reported event, as noted in the provided medical record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.